Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified before the event started.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and failure analysis found to have a broken conductor wire at the distal end and is sticking out. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire show damage which may indicate potential mishandling or misuse of the instrument. A broken molded insulator and a dislodged grip tip were observed. The instrument was found to have a broken molded insulator on the upper jaw. The broken piece measures approximately 4.12 x 9.77mm in size and was not returned with the instrument. The grip base for the grip with the broken molded insulator does not appear to be bent. The instrument was found to have a dislodged grip tip that was not returned with the instrument. The grip tip measured approximately 12.85mm x 4.09mm in size. Due to the dislodged grip tip, a detached fragment is observed and was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed the user.